Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l4-l5 fusion where rhbmp-2 was implanted with a peek cage and pedicle screw fixation. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: l4-l5 disk herniation, facet arthropathy, bilateral foraminal narrowing and nerve root compression. Right l4-l5 facet cyst. L5-s1 right-sided disk herniation. For which, patient underwent following procedures: l4-5 diskectomy, decompression, and bilateral foraminotomy. L4-l5 arthrodesis and posterior lumbar interbody fusion. L4-l5 placement of polyetheretherketone (peek) implants with rhbmp-2/acs and autologous bone measuring 14 x 26 mm x 2. L4-l5 intersegmental stabilization. Right l5-s1 decompression and foraminotomy. Intrathecal injection of morphine for pain control. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.